Event description:
The manufacturer received information alleging a patient woke up because a bipap a40 ventilator stopped working. Patient reports that the device was "ringing". The patient's father verified plug connection and detachable battery. The device was turned back on by the father, then it shut off after 5 minutes by itself. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was unable to be confirmed due to system error occurring which indicated the writing of the event log was unable to be completed normally. The device's main board was replaced to address the issue. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported. The device has not been returned to the manufacturer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.